Manufacturer narrative:
Perforation from pt's condition is one of well-known side effect. For this issue, it is documented in the product's user manual. However, the suspected device is not registered to us FDA and it has not been shipped into the us. Doctor's opinion (point of view). It is possible that the perforation may have occurred while stent was expanding. No radiation therapy nor chemotherapy was performed before/after placing the stent.

Event description:
It was reported that a pt undergone stent implantation on (B)(6) 2014, died due to perforation on (B)(6) 2014. Please see below for details. On (B)(6) 2014: (B)(4) was implanted around sigmoid colon. On (B)(6) 2014: during a follow-up, slight air leak admitted and perforation suspected. No exact location of perforation confirmed at this point. Since air leak was very little, the pt was kept under fasting. On (B)(6) 2014: perforation confirmed. On (B)(6) 2014: pt's condition sharply deteriorated and died. Exact location of perforation is still unk. Doctor attributes perforation to niti-s stent dilation.